Event description:
A surgeon reported a patient having difficulty seeing near and reading following bilateral intraocular lens (iol) implant surgery. Both iols were slightly decentered, but the patient's visual acuity was 20/25. In a follow up, the surgeon reported the event resolved after glasses were prescribed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/20/2009 and 08/25/2009 by mail, fax and phone. Add'l info was received by phone. A completed questionaire was received. This report was mailed to FDA on: 09/16/2009.